Event description:
As an operating room nurse, rptr was circulating for a complicated case requiring many glove changes. She began having itchy and swollen eyes and within an hour she was having difficulty breathing. She was seen in the ER and was given epinephrine. Was diagnosed with anaphylaxis to latex particles in the air. Rptr has worked in the or for eight years. She has worn latex gloves extensively scrubbing and circulating almost daily. Rptr was seen by an allergist and was removed from the or and the clinical setting where she had been for 20 years. She has an epinephrine pen to carry.